Manufacturer narrative:
On (B)(6) 2021 at 8:20 am (8:18 am on adverse event form), the user facility stated that the devices never alarmed, causing a near sentinel event. The facility reported the patient's heart rate dropped but the monitor did not alarm appropriately. This occurred in cicu29. No permanent impairment of a body function or permanent damage to a body structure, but they stated that they required medical intervention. Nihon kohden clinical staff and other nihon kohden employees reviewed the alarm history from the csm monitor (g9) and alarmed as a pause. They reviewed the csm (g9) logs, and it was determined that someone pressed the "alarms paused" button which turned off all alarms for 2 minutes. Within that 2-minute period, the patient's heart rate (hr) dropped. The nurse claimed that the monitor did not alarm to alert her of the low hr. Since alarms paused status was still activated, the monitor performed as it should have and did not alarm. After logs were pulled and minute by minute information was provided to the account. It was determined by their clinicians and biomed that our monitors functioned appropriately. This issue was due to use error. Attempt #1 on 01/29/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on 02/03/2021: emailed customer via microsoft outlook for all items under the no information section. The customer provided the adverse event form but information was not provided on it. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the csm. Central nurse's station, model: cns-6801a, sn: (B)(4). Bedside monitor, model: bsm-1733a, sn: (B)(4).

Event description:
On (B)(6) 2021 at 8:20 am (8:18 am on adverse event form), the user facility stated that the devices never alarmed, causing a near sentinel event. The facility reported the patient's heart rate dropped but the monitor did not alarm appropriately. This occurred in cicu29. No permanent impairment of a body function or permanent damage to a body structure, but they stated that they required medical intervention. Nihon kohden clinical staff and other nihon kohden employees reviewed the alarm history from the csm monitor (g9) and alarmed as a pause. They reviewed the csm (g9) logs, and it was determined that someone pressed the "alarms paused" button which turned off all alarms for 2 minutes. Within that 2-minute period, the patient's heart rate (hr) dropped. The nurse claimed that the monitor did not alarm to alert her of the low hr. Since alarms paused status was still activated, the monitor performed as it should have and did not alarm. After logs were pulled and minute by minute information was provided to the account. It was determined by their clinicians and biomed that our monitors functioned appropriately. This issue was due to use error.